Manufacturer narrative:
The company rep tested the unit and could not duplicate the reported event on power up. He observed the electrical code failure #42 in fault log. The company rep replaced the datasette iab cs300 (part #: 0670-00-0786) and the datasette dss cs300 (part #: 0670-00-0787) which were causing compatibility failure to front end on power up. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a pt the iabp generated "electrical test failure code #42" (iabp (6809) datasette not compatible with front end hc11). The iabp was replaced and therapy was initiated.